Event description:
New information received notes the right ventricular lead presented with an insulation breach.

Event description:
New information received notes that the patient's right ventricular lead was also exhibiting noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for a generator change. During procedure, fluoroscopy showed a right ventricular (rv) lead fracture. The rv lead also had high pacing impedance. The lead was capped and replaced in the same procedure on (B)(6) 2021. Post-procedure there were no patient consequences.